Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) one (1) unknown biomet mount for evaluation. Visual evaluation was performed, there was signs of use. The mounts screw was fractured. Device history record (DHR), sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown biomet mount is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error. Therefore, based on the available information, a device malfunction did occur. The mounts screw was fractured. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that the mount fractured at the screw of the mount. After follow up it was reported that the procedure was completed.